Event description:
It was reported that through merlin net check, battery voltage dropped faster than expected and close to eri. Diagnostic anomaly was suspected. Merlin net did not report any patient notifiers delivered. Elective device change out was scheduled.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.